Event description:
It was reported that the device accuracy was out of range. The event occurred while preventive maintenance testing, there was no patient involvement.

Manufacturer narrative:
B3: unknown. H3: device not received by manufacturer. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Manufacturer narrative:
Corrected data: d4 ¿ UDI. D9: date returned to mfg 5/15/2024. One device was received for evaluation. Visual inspection found a torn dso seal, worn uso seal, and a scratched lcd lens. There was no evidence in the event history log. Functional testing was able to duplicate the reported problem. It was determined that the expulsor was the root cause and was replaced. The service history review had no indication that the complaint was related to a service of the device within the review period.